Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), and a review of the instructions for use (IFU) were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements: ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ although we did not identify root cause, we infer the following causes from investigation results: during transport, storage, use, cleaning, etc., the adhesive was peeled off by applying external forces such as rubbing the site strongly. The adhesive deteriorated and peeled off by long-term use. We speculate that this phenomenon is likely to have occurred due to handling. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was confirmed. Additionally, the bending section cover was cut and leaking. Multiple elements on the ultrasound image were broken, and the forceps cover glue was peeling. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
As reported, the evis exera ii ultrasound gastrovideoscope failed a leak test during reprocessing. There was no patient involvement during this event.